Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was unable to prime at ambient temperature and at 37°c. During the priming bolus, engineering only heard one valve clicking. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0.0 ml (0%) of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that may fall under the scope of CAPA 00065. Continued analysis will be required to determine the root cause of the issue. Internal complaint number: complaint (B)(4).

Manufacturer narrative:
Pending device return for analysis and review of device history record and follow-up information. Internal complaint number: (B)(4).

Event description:
Representative reported that a patient's pump was explanted due to underinfusion volume discrepancies. At the patient's second refill, the expected volume was 5ml and the actual aspirated volume was 20ml. Approximately a month later, at the patient's third refill appointment, a second volume discrepancy was observed. The expected volume was 13ml and the actual aspirated volume was 20ml. Approximately three months later, the patient was brought in for a catheter dye study, in which the catheter was determined to be free from kinks and the dye was visible under fluoroscopy. A few weeks after that, at the patient's fourth refill appointment, another underinfusion volume discrepancy was observed. The expected volume was 6.4ml and the actual aspirated volume was 10ml. Approximately a month later, another underinfusion volume discrepancy was observed with the expected volume being 3ml and the aspirated volume was 7ml. The pump was refilled with 20ml saline. At the patient's next refill appointment, another underinfusion volume discrepancy was observed with the expected volume being 11.7ml and the actual aspirated volume being 17.5ml. The pump was refilled with 5ml saline. During this appointment, a demand bolus was programmed to verify the correct infusion of pump and the valve clicking was heard every 6.5 seconds. After this demand bolus, a volume check was performed in which the expected volume was 4ml and the aspirated volume was 5ml. The pump was later explanted.